Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
Related manufacturing reference: 3008452825-2024-00134. During the pulmonary vein isolation procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. The procedure was being performed with ensite x system in voxel mode. Two catheters were in the left atrium for mapping and ablation. During mapping, the tamponade occurred, it was unclear the cause but most probably the left atrial appendage was perforated. A pericardiocentesis was performed, the patient stabilized and was admitted to the ICU for observation.